Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v746887, implanted: (B)(6) 2011, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v746887, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implant and lead were replaced and they thought the lead wire got disconnected due to a fall. The patient couldn¿t remember the time frame of the lead break and replacement. It was noted that it wasn¿t working for a whole year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the implantable neurostimulator (ins) was replaced and patient ¿believed the other ins was defective¿. There were no further complications that have been reported as a result of this event.